Event description:
Proxy biomedical was notified on (B)(6) 2013, via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2013, regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh the patient suffered an injury. The date of implant of the mesh is (B)(6) 2008. The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the patient is either dr (B)(6); telephone number is unknown. The implant involved in this complaint is a polyform synthetic mesh - the lot number is unknown.

Manufacturer narrative:
Method: device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instructions for use).